Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. Upon examination, the patient experienced pain. There was contracted firm mesh palpable to the right lateral wall at the base of the anterior arm. As a result, the patient was given vaginal estrogen. The event is ongoing.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Manufacturer narrative:
Additional information: it was reported that the patient underwent the anterior pelvic floor repair procedure and the sling procedure in 2009. The surgeon opines that the stage one atrophy of the vaginal mucosa is contributing to the patient's pain. The pain is intermittent with intercourse and clinical assessment. The current status of the patient is unchanged.